Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The pump was received without a battery. The pump was received without the battery cap. Perform the history review 2 days prior to the event date 12-jul-202512-jul-2025 in the pump history file and found 2 lost sensor alerts on 07/12/2025, 1 pump error 23 on 07/12/2025 and 2 battoutlimit (6) on 07/12/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 7/13/2025 6:59:59 am. There was no power data available for the date of 07/12/2025. Unable to check power data for power loss alarm/battoutlimit (6) alarm and pump error 23 alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported damage to the pump. The customer reported blood glucose value of 336 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag. Troubleshooting was performed for cosmetic damage and crack at the case of the battery tube side of the insulin pump. Damage was affecting the pump functionality. Troubleshooting was performed for hyperglycemia. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-342g, mmt-431ag. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.